Manufacturer narrative:
Concomitant medical product: 1688tc lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the patient had a hematoma. The wound was cleaned out and the device was removed. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.